Event description:
Event reportable based on product analysis completed on 1/17/2007. It was reported that in preparation for an unspecified procedure, the device was found to be damaged. The physician tried to remove the shipping mandrel from the tip of the 3.00x12mm taxus liberte drug-eluting stent delivery system catheter several times, but it was not able to be removed. Returned product analysis revealed foreign matter.

Manufacturer narrative:
Analysis confirmed the reported difficulties. The complaint reported stated that the physician could not remove the mandrel from the tip after several attempts. Device analysis confirmed that it was not possible to remove the mandrel due to a severe restriction. The restriction is consistent with a small quantity of foreign material located on the mandrel. The mandrel was sent for testing in order to identify the foreign material present. However due to the insufficient quantity of foreign matter, it could not be conclusively identified. The distal tip section of the device was also stretched down onto the mandrel which added in the difficulty withdrawing the mandrel. After excessive force it was eventually possible to withdraw the mandrel from the shaft. The outer diameter of the mandrel was measured at 0.015 inch, which is in accordance with specification. An examination of the wire lumen found no other issues with the actual device, apart from the tip damage, that could potentially have contributed to the complaint incident. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the shop floor paperwork for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause could not be determined.